Manufacturer narrative:
Tracking #.45641. Date sent: 11/10/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to how the reported "device jammed" during surgery occurred. The device was rec'd with the rotating head housing broken at the weld seam and missing the separated piece. The driver was observed to be bent near the connection to the handle. The cartridge nose weld had yielded and the device was rec'd with several staples jammed in the nose and with one staple protruding from the separation near the tube. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.